Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain and underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon burst. The device was removed from the patient successfully. A non-boston scientific lithotripsy balloon was then used, and the procedure was completed with stents. No patient complications were reported.